Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv that has a similar product distributed in the u.s., architect anti-hcv. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Increased customer complaints were received reporting a decrease of the positive control values in range and/or out of range low for multiple lots of architect anti-hcv reagent (list number 6c37) when approximately 25% of the reagent volume was remaining. Some customers reported that the values of patient samples dropped such that false negative values were generated. When the assay diluent was mixed before testing, the signal of the positive control remained stable and customers were informed about this interim mode of control via a product correction letter (fa18mar2010) and a product information letter included with the reagent kit. The probable cause of the decreasing s/co values for reactive samples at the end of the bottle volume is an inhomogeneity created in an aged assay specific diluent due to interactions of the components within the assay diluent. Based on the outcome of this investigation, the corrective action will be a reformulation of the assay diluent of architect anti-hcv (list number 6c37). The architect anti-hcv us assay (list number 1l79) is not affected because the assay uses a different assay diluent.

Manufacturer narrative:
(B)(4), device samples not returned. Retained kit testing met all specifications. The investigation included performance testing, record review and review of product labeling. Master lot release records for list number 6c37-30, lot number 68457hn00 were reviewed and found to be released within specifications. Manufacturing and testing records were also reviewed and no events or issues were identified that may have impacted performance in relation to this complaint issue. A review of complaint records did not identify any adverse trends for this issue. The investigation included testing of seroconversion panels and it was concluded that clinical sensitivity was not impacted. Analytical sensitivity was within specifications. Controls were also tested and were well within the specifications stated within the respective package insert. Based on the investigation, it was determined that the architect anti-hcv reagent, identified in this complaint is currently meeting its safety, effectiveness and label claims. The cause of the negative patient result remains unknown. No returns were available for investigation a retained kit was used for evaluation. The patient was a well known (B)(6). The issue is addressed in labeling; for diagnostic purposes; all patient results obtained should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute or chronic infection. No product deficiency was identified. This is the final report.

Event description:
The customer states that a patient sample tested using the architect anti-hcv assay generated falsely negative results of 0.53, 0.48 and 0.51 (s/co). These tests were the last three tests left in the reagent pack. A new reagent pack was installed and the sample yielded repeat reactive results of 1.03 and 1.00 (s/co). There was no adverse impact to patient management reported for this issue.